Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v266474, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device was ¿moving around due to weight loss.¿ the patient stated it felt like the device was ¿pulling and pinching.¿ the patient felt her foot being ¿pulled¿ when stimulation was on. The ¿pinching and pulling¿ started ¿a year to a year and a half ago.¿ the patient also had to keep ¿resetting it, like the device kept turning off.¿ the patient stated that she ¿had been going to the bathroom again for the same amount of stimulation.¿ the patient¿s health care provider (hcp) reportedly suggested a revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was explained that patient was very uncomfortable.